Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial report section b5 was mention incorrectly, correct b5 should be - the patient alleged white particles in air path, phlem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found black contaminant consistent with keratin in the air outlet. An internal visual inpsection was completed by the manufacturer and found an unknown dark brown contamination at the bottom of the blower box and potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. Also found brown and white contaminants and a potential dark-colored hair inside of humidifier box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 19 errors logged while was powering device on. The manufacturer concludes a mineral depostie contamination found were consistent with water ingress and presence of multiple contaminants that are not consistent with degraded sound abatement. There was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.